Event description:
Surgeon reported a very thin flap, and significant obl (opaque bubble layer), after lasik flap procedure. No pt harm was reported. Further info has been requested. This the first of two reports, for this pt, and will reference the right eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).